Event description:
Procedure: hepatectomy. Reportedly, the surgeon fired the device over the tissue and opened the jaws by pulling the return knobs. Then it was observed that the staples did not form properly on the vessel. The surgeon proceeded to tie the vessels. No information on the amount of bleeding, if any, was reported; however, there was no injury to the patient indicated.